Event description:
The physician attempted arteriotomy closure with the closer tsl 6 french device. Resistance to insertion was encountered. While attempting to position the device in the artery, the device fractured. A field representative present at the case reported that the physician, who was in training and performing their first case, applied excessive pressure on the device. A vascular surgeon was called to perform a small cut down and the device was removed. One stitch was applied to the arteriotomy for closure. The pt recovered without further incident.